Event description:
New information received indicated that additional episodes of post-paced t wave oversensing were seen on home monitoring. The patient will be contacted by the clinic for reprogramming. The patient is fine and remains asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of post-paced t wave oversensing were seen on remote follow up transmissions. The patient was fine and was asymptomatic. No programming changes were made. It was discussed to see if the issue would resolve itself, as it is a new occurrence.